Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the event was unknown. Treatment was not reported. Action taken with dianeal therapy was not reported. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.